Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 27 was confirmed during product evaluation. The root cause of the reported problem was not determined. Additional information: a service history review found that the device has not been previously sent into service for the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f27; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.